Manufacturer narrative:
Initial reporter - phone number: (B)(6). Health effect : impact code: f2203 : imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture, seroma and double capsular. Device has been explanted and replaced.